Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the medstation through bd remote support service (rss) and found that the medstation was no longer in disconnected mode. The fse then dialed into the server and reviewed the synchronization server information. The last upload and download timestamps were current, confirming that communication and data synchronization were functioning properly. No issues were identified, and the system was operating normally. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not communicating. The device displayed error icon as disconnected mode. The customer informed that all new order was not crossing over. The customer tried to reboot but the issue persisted. However, there were no delay and adverse events or injuries reported based on this event.